Event description:
It was reported that the patient developed sepsis. The left ventricular (lv) lead, right ventricular (rv) lead and the implantable pulse generator (ipg) were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: (B)(4) implantable pulse generator (ipg) 2012 (B)(6); 5076-58 2003 (B)(6); (B)(4) competitor implantable pacing lead 2001 (B)(6). (B)(4).